Event description:
The customer reported a false positive reaction probably caused by carry over. There was a faint (+/-) reaction in the first out of two test cavities of the first sample immediately following a known anti-d containing sample that reacted 3+ with cell #1 and 4+ with cell #2 of biotestcell- 1, 2, lot 8239011 (both cells d-pos.). The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the used lot anti-human globulin. When retesting the complaint lot at bmd, the alleged carryover event could not be reproduced. The final anti-d titre of the complaint sample was found to be rather low. A field service gave no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.